Manufacturer narrative:
The lot number was updated from lot 94357li00 to lot 96148li00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The lot number was updated from lot 96148li00 to lot 94357li00. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, testing of retained file kits of architect anti-hcv reagent lot numbers 94361li00 (which contains the same bulk material as lot 94357li00), evaluation of clinical sensitivity, and a review of product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. Non-statistical trends were identified due to an increased complaint activity which includes architect anti-hcv reagent lot numbers 94357li00/ 94361li00, 95367li00/ 95371li00, 94655li00 and 95522li00/ 95526li00. The performance of the likely cause lot was investigated and did not identify any non-conformances or deviations. Retained file kits of architect anti-hcv reagent lot numbers 94361li00 (which contains the same bulk material as lot 94357li00) and 95367li00 (which contains the same bulk material as lot 95371li00) were tested in a control setup. The two lot numbers were calibrated on three instruments and the calibrations met instrument specifications. Retained kits of architect anti-hcv reagent lot numbers 94357li00 and 95371li00 (which contains the same bulk material as lot 95367li00) were calibrated and the calibrations met instrument specifications. All control values met control specifications. The clinical sensitivity was evaluated by testing six commercially available seroconversion panels and results were compared to historical architect anti-hcv test results and the architect anti-hcv reagent lot numbers 95367li00/ 95371li00 and 94357li00/ 94361li00 met the performance specifications for the controls and sensitivity. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional information is available. This event is being filed on an international product, list 06c37, that has a similar us product, list 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result when processing on the architect i2000sr. The sample was (B)(6) with a different lot. The customer also reported that results were lower than the previous lot, for example one result was previously (B)(6), but now generated a result of (B)(6). No impact to patient management was reported.